Event description:
Reportedly, the monitor failed to 'consistently display a rhythm on the screen' and display 'leads not attached'. The crew reported they were unable to administer pacing therapy, per als protocol, due to this discrepancy. Patient outcome was not known. There was no report of adverse affects to the patient associated with the discrepancy.